Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 22dec2020.

Event description:
It was reported that the ventilator would not turn on during testing. There was no patient involvement. The service engineer (se) inspected the device. The se found an error code indicating 24 volt failure. The se replaced the power supply to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.